Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and replaced worn syringe which did not resolve the issue. Upon further inspection found red light was on for degasser. The fse replaced the degasser which resolved all issues. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported erroneously low patient results with 'g', 'l' and 'pl' flags on multiple assays which includes ise (ion selective electrode) sodium, chloride, potassium and photometric tests which include alkaline phosphatase (alp), alanine aminotransferase (alt), glucose (glu), albumin (alb), cholesterol (chol), triglycerides (trig), creatinine (cre), unsaturated iron binding capacity (uibc), total bilirubin (tbil), carbon dioxide (co2), blood urea nitrate (bun), total protein (tp), and calcium (ca) involving au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. Per au480 chemistry analyzer instructions for use (IFU) guide b28624aa, chapter 9,error flags: o flag ¿g¿: result is lower than the dynamic range o flag ¿l¿: result is lower than reference range o flag ¿pl¿: result is lower than the low panic value o flag ¿/¿: test pending or not analyzed.